Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited oversensing noise, resulting in pacing inhibition. A venogram was performed and revealed a completely occluded vein. The physician elected to perform programming changes instead of lead revision. The patient¿s condition remained stable.